Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm the found the issue, replaced the retractable power cord. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(4).

Event description:
While the getinge service territory manager (stm) was performing a service/test on the cardiosave intra-aortic balloon pump (iabp) he found that the ground prong was missing on plug. There was no patient involvement and no adverse event was reported.